Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on the pcb, batteries, chassis, and mechanism rail, resulting in low battery voltages. An external power supply was required to retrieve pod data. The pod generated an 0xcd alarm, indicating lvd interrupt detected. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion, low batteries, and reported 0xcd lvd detection alarm.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation with high glucose.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion, low batteries, and reported 0xcd lvd detection alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.